Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal during an intervention procedure. Follow-up communication confirmed that: insertion of the sheath was difficult due to calcifications in the right femoral artery; an 8-fr dilator was used to ease insertion of the guiding sheath over the bifurcation into the left iliac artery; an angiogram confirmed stenotic and occlusive lesions of these vessels; the interventional procedure was stopped due to this diagnosis and the patient was directed to a vascular surgeon for treatment; the radiologist felt resistance during removal and noticed that the sheath had been damaged causing the distal tip to detach; the patient was taken to the or where the detached portion was successfully removed and the diseased vessels were bypassed; and reportedly, there were no further complications and no harm to the patient.

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. (B)(4). The involved device was returned and evaluated. Examination confirmed: several sections of the sheath had been twisted, kinked and deformed; the plastic wall of the sheath had been severed approximately 27 cm from the hub (the clean edge adjacent to the separation indicates that it had likely been cut with a sharp tool); and the inner coil wire was exposed, stretched and deformed at the distal end where the tip of the sheath had been completely detached. Unfortunately, the detached distal portion of the sheath was not returned for evaluation. Although the exact lot number is unknown, inspection and testing was conducted using reserve samples from 3 lots that were recently shipped to his customer. Visual inspection of the reserve samples confirmed there were no abnormalities or defects. Extensive functional testing of the reserve samples confirmed that all performance specifications were met. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The cause of the resistance is presumably related to the patients reported tortuous anatomy and numerous calcified lesions. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).